Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011 patient's caregiver reported his infusion sets would not stay attached to the skin, insulin leaked from the infusion set and the infusion set cannula kinked leading to elevated blood glucose levels. Patient's caregiver stated nothing abnormal occurred during preparation or insertion. Patient inserts the infusion sets manually and with the insertion assist plus device. Caregiver reported the issue occurred more than once but they are unsure how many times. Caregiver stated the infusion set leaked insulin, the infusion set cannula was bent and the patient's blood glucose readings would go up to the 270s mg/dl. Pt's normal blood glucose range is 160-170 mg/dl. Caregiver reported the patient changed the infusion set and used the infusion device to correct his elevated blood glucose. Caregiver stated the issues were noticed within 2-3 hours after insertion. Caregiver reported the issue began when patient started using the infusion set in (B)(6) 2010 or (B)(6) 2011. Patient discarded the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.